Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and hub separated from the relion® insulin syringe during use and remained stuck in the shield. The customer reported 3 occurrences of this event. Additionally, it was reported that the consumer pre-filled the syringes and stored them in the refrigerator, but only one contained insulin. The following information was provided by the initial reporter: consumer reported needle and hub stuck inside shield. 3 syringes affected. Stated she pre-fills syringes and stores them in the refrigerator. 1 had insulin in it and the other two did not. Was not able to use.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10c, 8mm syringes (1 of which filled with approximately 10 units of a cloudy liquid in the barrel). Customer states that the needle and hub are stuck inside the shield. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received (2) loose 3/10c, 8mm syringes, all samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. A visual evaluation of (1) syringe found a syringe which is filled with approximately 10 units of a cloudy liquid in the barrel. There is no damage or needle hub separation. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. This syringe was produced pre implementation of the eject redesign corrective action of CAPA 539107 which addresses needle hub separates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle and hub separated from the relion® insulin syringe during use and remained stuck in the shield. The customer reported 3 occurrences of this event. Additionally, it was reported that the consumer pre-filled the syringes and stored them in the refrigerator, but only one contained insulin. The following information was provided by the initial reporter: consumer reported needle and hub stuck inside shield. 3 syringes affected. Stated she pre-fills syringes and stores them in the refrigerator. 1 had insulin in it and the other two did not. Was not able to use.